Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an image failure when angling, the device was returned from repair and the error persisted. This occurred during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.